Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m5343y. Additional information requested but unavailable: can you please clarify what was meant by, ¿the clips released from the stapler - the doctor analysis requests because the staples should not come off because of the risk to the patient?¿ on the golden load firing, did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? On the golden load firing, did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? The analysis results showed that one ecr60d cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a bariatric procedure, the golden load at the finish the shooting, the clips released from the stapler. The doctor analysis requests because the staples should not come off because of the risk to the patient. Unknown how case was completed. There were no adverse consequences for the patient.